Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. A review of the share logs was performed and a loss of connection was found within the investigation window. The customer complaint of a loss of connection was confirmed. The probable cause could not be determined.